Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom ( constant upstream occlusion) which was confirmed through the history log but not reproduced. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.